Manufacturer narrative:
Concomitant medical products: stopcock, quad-fuse, therapy date unk. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the stopcock on the IV tubing separated from the quadfuse ¿ maxplus during an infusion on an infant. There was no report of patient harm.